Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the interface setup user domains. A technical support specialist confirmed that the active directory sync setting was hardcoded to operate on an hourly basis and cannot be configured to sync in minute intervals. No further configuration changes were possible within the current system limitations. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, user network was mistakenly removed, impacting multiple systems that rely on active directory (ad) accounts. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, user network was mistakenly removed, impacting multiple systems that rely on active directory (ad) accounts. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.